Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 6625 porcine mitral valve implanted for 8 years and 2 months underwent a valve-in-valve procedure due to severe regurgitation from severe degeneration with two masses attached to the leaflets likely causing malcoaptation. Patient presented with chronic heart failure. The procedure was performed with a 26mm 9750tfx mitral transcatheter valve, complicated by lv perforation, ECMO initiation, and plug placement in the lv wall. The patient was transferred to the ICU in a critical condition.